Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for false positive is under the expected threshold of (B)(4) (label claim)/(B)(4) (internal warning limit). There are no open issues identified after the review of capas, scars, and ncmrs at this time nor any previous complaints from this customer associated with false positive result issues prior to received date of (B)(6) 2022. Lucira health will continue to monitor trends related to false positive results. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4). Check-it.

Event description:
One device reported as having a false positive result. Complainant performed an additional lab pcr test with a negative result the same day or following day.